Manufacturer narrative:
Upon further investigation, the following information was received indicating that the reported issue occurred during the unit¿s preventive maintenance. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips by a customer that the unit had blower stall error code 1134. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device the customer stated that the unit had a blower stall error message and ec 1134 (blower speed error) in the significate log. The customer stated he had already tried a blower, and mc pcba. The rse recommend replacing the cpu. This unit has software 3.00, but not hft. The only options in this unit are avap, cflex, and ramp. Further information is pending.